Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of ptc. On 6-nov-2018: aemps number provided: ps/az/48710 incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), abdominal pain ('serious abdominal pain'), device breakage ('travelling parts of the broken product inside the body') and perforation ('organ tearing') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain (seriousness criterion medically significant), heavy menstrual bleeding ("heavy bleeding during periods"), device breakage (seriousness criterion medically significant), perforation (seriousness criterion intervention required), back pain ("back pain"), hypersensitivity ("allergy") and mental disorder ("psychological problems"). The patient was treated with surgery (organ removal). At the time of the report, the pelvic pain, abdominal pain, heavy menstrual bleeding, device breakage, perforation, back pain, hypersensitivity and mental disorder outcome was unknown. The reporter considered abdominal pain, back pain, device breakage, heavy menstrual bleeding, hypersensitivity, mental disorder, pelvic pain and perforation to be related to essure. The reporter commented: a lawyer with a summary case report (including this patient's event) requested a compensation for every patient for damages quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2021: adverse event "psychological problems", "heavy bleeding during periods", "allergy", "back ache", "serious abdominal pain", "travelling parts of the broken product inside the body" and "organ tearing" added to the case; reporter added to the case based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device breakage ('travelling parts of the broken product inside the body'), perforation ('organ tearing') and abdominal pain ('serious abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), perforation (seriousness criterion intervention required), abdominal pain (seriousness criterion medically significant), heavy menstrual bleeding ("heavy bleeding during periods"), back pain ("back pain"), hypersensitivity ("allergy") and mental disorder ("psychological problems"). The patient was treated with surgery (organ removal). At the time of the report, the pelvic pain, device breakage, perforation, abdominal pain, heavy menstrual bleeding, back pain, hypersensitivity and mental disorder outcome was unknown. The reporter considered abdominal pain, back pain, device breakage, heavy menstrual bleeding, hypersensitivity, mental disorder, pelvic pain and perforation to be related to essure. The reporter commented: a lawyer with a summary case report (including this patient's event) requested a compensation for every patient for damages. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-dec-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.